Event description:
The customer confirmed the issue occurred during procedure. The lot number of the maj-2315 is not available. The distal cap was found. The type of procedure being performed was an ercp. The procedure was completed with the same device. The distal cap was found dislodged at the end of the procedure. The procedure was not prolonged. The patient's anesthesia/sedation was extended no longer than fifteen minutes when looking for the distal cap. The procedure did not need to be cancelled or postponed. It was not provided if any medical intervention was required. There were no other devices connected to the subject device when the failure occurred. The patient's pre-existing conditions or patient demographics are unknown. Please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Correction to h6 type of investigation code: the distal cover was not be returned as they felt it was a user error. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. Evidence to support the cause includes: -reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. - operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) - type test: when design changes, we evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." - supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." This supplemental report is also being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.). 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, in-service training has been conducted with all staff members. A return demonstration of the application of the distal cover was reviewed and approved. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use distal cover experienced the distal end cover falling off. The event was identified after the procedure was completed. The customer realized it was missing from scope at bed side during reprocessing. The tip was found on the patient¿s bed. There was no report of patient harm associated with the event. Related complaint: (B)(4).

Manufacturer narrative:
No device has been returned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.